Event description:
It was reported to boston scientific corporation in 2007 that a wallflex enteral colonic stent was used in a tracheal stent implant procedure in approx four months earlier (procedure date, and patient age, gender and weight unknown). According to the complainant, the physician used a wallflex enteral colonic stent in the trachea because the "patient had experienced a tracheomalacia and a tracheomegaly and this stent was the only one with a big diameter which could be placed in the (enlarged) trachea." Reportedly, the patient was "coughing and spit[ting] pieces of the stent." It is not known when this condition commenced. According to the complainant, bronchial fibroscopy, performed on approx two and a half months later, "confirmed device breakage at approximately 2 cm below the vocal cords" and that "iron wires [were jutting] out in the trachea." The physician removed the wallflex enteral colonic stent and replaced it with another stent (product and manufacturer unknown) on the following month. At the conclusion of the procedure, the patient's condition was reported as "good."

Manufacturer narrative:
The device has not been returned for evaluation; therefore, a failure analysis is not available, and the relationship between this device and the cause of this event is undetermined. A device history record review and complaint trend analysis are in progress; results will be provided in a follow-up medwatch report.